Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information indicated by medtronic that the insulin pump was not getting power. Customer stated that they tried to swap batteries and still no luck. Customer declined troubleshooting. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the displacement test. Sleep current measurement and active current measurement within specifications. No unexpected blank display anomaly noted. Device received with broken battery tube threads, fading serial number label, missing display window cover and cracked case at battery tube side. (B)(4).